Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check did not identify cause of occlusion. Customer's blood glucose was in the 600 mg/dl range. Customer did not provide information on how bg was addressed.